Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during deployment of a 23mm sapien 3 valve, the commander delivery system balloon burst at the end of inflation. The valve was properly placed with no leakages. There was difficulty pulling the burst balloon into the esheath. Open surgery of the iliac artery was performed to remove the balloon. The balloon burst was considered to be due to calcium.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system and esheath were returned to edwards for evaluation. Upon visual inspection of the delivery system, longitudinal and radial tears were observed on the balloon, and the balloon material was separated into two pieces at the proximal end of the balloon, but it was still attached to the delivery system. There was no stretching, surface scratches, or defects observed on the balloon. No visual abnormalities were noted on the delivery system. Upon visual inspection of the esheath, bunching was observed in the liner at the distal sheath tip and minor distal sheath tip damage was observed. Dimensional analysis of the balloon single wall thickness was performed and was found to meet specification. Due to the condition of the returned device (balloon tear), no applicable functional testing relating to balloon burst could be performed. A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance was the source of the complaint. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The complaint for balloon burst was confirmed based on the condition of the returned device. There was no indication of a potential manufacturing non-conformance identified. As reported, calcium in the native annulus is a likely contributing factor for the balloon burst. The complaint for withdrawal difficulty was confirmed based on the returned condition of the device (ruptured balloon bunched at nose tip). There was no indication of a potential manufacturing non-conformance identified. The delivery system balloon bunching and sheath shaft liner bunching support that the condition of the burst balloon likely resulted in difficulties withdrawing the delivery system balloon into the sheath. This scenario can cause the balloon component to drag or catch onto the sheath distal tip during retrieval. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.